Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 01/06/2014 with the following findings: the complaint was unable to be duplicated with investigation. Review of the black box revealed abnormal voltage fluctuations. The pump successfully completed a prime sequence without issue or alarm. The pump¿s electric power draw was found to be within specification. There was no damage or defect to the pump¿s internal components. Unrelated to the complaint, a battery compartment crack was discovered. The returned battery cap was able to secure properly to the pump. Investigation revealed the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.